Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed undefined resistance and daily trend data in save to disk file (B)(4) show four days of missing impedance measurement data for atrial pace bi impedance between (B)(6) 2011.

Event description:
It was reported that there was inability to sense on the atrial channel. It was also reported that underlying rhythm is not known and impedance measurements have been sporadic the two weeks prior. The atrial lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.